Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms. The number of inflations and to what atms is unk. The lesin being treated was a calcified and 95% stenotic lesion in a very tortuous left circumflex artery. No pt status is listed as "good".